Manufacturer narrative:
One device received for analysis. Service history review identified the complaint was not related to a previous service of the device within the review period. Visual and functional testing performed and found the downstream occlusion sensor is faulty. The reported problem was duplicated during investigation.

Event description:
It was reported that the device has a downstream occlusion error. The event date is unknown. There was unknown patient involvement.